Manufacturer narrative:
(B)(4). D10: item# 154722; lot# 610920; oxf uni tib tray sz c lm PMA. Item#159540; lot#373920; oxf anat brg lt sm size 3 PMA. Unknown cement; lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery due to aseptic loosening. During the revision posteromedial collapse was noted. All implants were removed without complications. Approximately 7 years and 5 months post-implantation. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10, h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Medical records were provided and reviewed by a health care professional. The review identified: diagnosis: right partial knee arthroplasty, aseptic loosening right conversion of partial knee to total knee. Extensive synovectomy, all implants removed. Posteromedial collapse. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.